Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation. Device return expected.

Event description:
The reported feedback suggests the alaris system administration broke. The line came apart at the top of the bit that goes into the pump. At the time of the incident there was air in the line and the soft line was removed from the machine pulling it gently with the help of a pen to get the air out and the line broke. The line was discarded as it was contaminated with chemo substance.